Event description:
During deployment of the duett sealing device following an interventional procedure, the balloon spontaneously deflated at second resistence (prior to delivery of the procoagulant). A femostop was applied, but the pt did develop a hematoma (less than 6cm in size). No further problems were reported.